Manufacturer narrative:
Due to the unavailability of batch information, the complaint could not be confirmed. Additionally, no trends related to this issue have been identified during our track-and-trend analysis. Based on the determined risk priority number, the residual risk related to the complaint is considered acceptable. Sol millenniumcontinues to monitor this kind of issue. Additional assessment will be taken if a significant pattern emerges.

Event description:
Customer reported that the needles are difficult to use, and uncapping/recapping is leading to needle stick injuries among staff.